Event description:
It was reported that the surface of the foley catheter was coarse. When the sterilized package was opened to insert the foley catheter balloon, a part of it came off like a wisp, and for safety reasons, the catheter was stopped from being used.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), foley catheter. Visual inspection of the sample noted no flaking was observed and no missing pieces or cracking noted. The photo sample was returned and could not be evaluated for the reported failure. No root cause could be found because the reported event was unconfirmed. A DHR is not required since the reported failure was unconfirmed. The reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the surface of the foley catheter was coarse. When the sterilized package was opened to insert the foley catheter balloon, a part of it came off like a wisp, and for safety reasons, the catheter was stopped from being used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.